Event description:
Litigation papers allege the patient experienced pain that continued to worsen and impair his ability to perform normal daily activities and walk. This, combined with an x-ray showing slight lucency about the superior aspect of the left acetabulum and a bone scan showing focal osteoblastic activity along the lateral margins of the left acetabulum, resulted in pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.